Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed which revealed right ventricular (rv) lead dislodgement. Lead repositioning is anticipated and the patient is stable.

Event description:
The right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.